Manufacturer narrative:
The field service engineer (fse) found a hole in the rinse mechanism vacuum tubing. The rinse water levels were also very low. The fse replaced the rinse mechanism tubing and adjusted the water levels per protocol. Precision results were within specification. Calibration and qc were acceptable. The sample tubes were mixed 5 times and were centrifuged for 3 minutes at 3400 rpm. Rack adapters were not used. Based on the type of sample tubes the customer uses, the number of inversions may not be sufficient, the centrifugation time may be too short and the speed may be too high. Abnormal probe sucking and abnormal aspiration errors were observed on the alarm trace suggesting an issue with sample quality. The investigation determined the event was due to the issues identified by the fse. The customer has not had any further issues.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for glucose hk (gluc3) on a cobas 6000 c 501 module. Patient 1 initial result from the c501 module in question was 144.5 mg/dl with a data flag. The repeats on a different c501 module were 95.9 mg/dl and 94.2 mg/dl. On (B)(6) 2019 patient 2 (female, (B)(6) years) initial result from the c501 module in question was 143.4 mg/dl with a data flag. The repeat on a different c501 module was 103.5 mg/dl with a data flag. The initial results were reported outside of the laboratory. The gluc3 reagent lot number was 39105101 with an expiration date of 30-apr-2020.